Manufacturer narrative:
Conduction disorders which required permanent pacing, acute kidney failure, ischemic stroke, and acute heart failure were accidentally omitted from the initial report as adverse patient events. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: florence leclercq, md article title: vascular complications and bleeding after transfemoral transcatheter aortic valve implantation performed through open surgical access journal title: american journal of cardiology 2015, 116(9):1399-404, 10.1016/j.amjcard.2015.08.003. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature to evaluate the rate of vascular complications (vc) after transfemoral transcatheter aortic valve implantation (tavi) performed using an exclusive open surgical access strategy. All data were collected from multiple centers between 2010 to 2014. The study population included 396 patients (predominantly female; mean age 85 years), 108 of which were implanted with medtronic corevalve® (serial numbers not provided). Among all patients adverse events included: false aneurysm, hematoma, fistula, dissection, femoral artery thrombosis, pericardial tamponade, thoracic aortic dissection, annulus rupture, hemorrhagic shock, intracranial bleeding, retroperitoneal hematoma infection and hematuria. Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.